Event description:
It was reported that the 9800 system had a low ma error message. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced, the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.